Event description:
No osseointegration, periodontal disease at time of surgery, immediate implantation, inadequate bone quality/quantity, mobility, asymptomatic. Drug or alcohol abuse, xerostomia. #6 extracted and implant placed same day.